Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: a root cause could not be identified. The event can be detected/prevented by following the instructions for use which state in chapter 3 on. Page 59: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for preventive maintenance. During device analysis, the investigator identified foreign objects in the air and water channel of the insertion part and distal end. Foreign material also appeared while checking the flow tolerance of the air and water volume. There was no patient involvement.